Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue pursuing the device being returned with the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring ii delivery tube detached when a customer depressed the plunger to deploy the seal into the aorta. A replacement device was used to complete the procedure. There were no patient effects. The product is returning.